Event description:
Customer reported the system pc reboots during filming. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and determined the customer facility electrical system was not providing the correct power requirements. System operates as intended.